Event description:
The dealer states that when the customer hits a bump the unit shuts down. If they turn it back on it will work until he hits the next threshold. Tech advised to check all the connections. Dealer hung up. No additional information.